Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the t:lock connection was "flimsy" and "weak". However, it could not be confirmed if the connection was loose. There was no reported impact to blood glucose.